Manufacturer narrative:
This report is submitted on july 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient experiencing a middle ear infection.

Manufacturer narrative:
The report has been submitted on september 29, 2021.